Event description:
A cartridge change error was reported by the customer concerning their pump. There was no adverse impact on the customer's blood glucose level. The customer had already resolved the issue before contacting technical support by inspecting the pneumatic tap area and successfully loading a new cartridge. Technical support instructed the caller to carry out specific checks, although the customer had performed these before the call. The issue was resolved as the customer was able to complete the load process and resume insulin delivery. Technical support arranged to send replacements to the customer.